Manufacturer narrative:
Product analysis: no leakage was found in the inflatable bone tamp (ibt). In the complaint as returned state one syringe was hooked up to the wrong port of the ibt. If the product was attempted to be used in this configuration the product would not function properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the balloon had a leakage. Product was used inside the patient. No patient complications were reported as a result of the event.